Manufacturer narrative:
The reported events of high pacing impedance and lead damage were not confirmed. As received, a complete lead was returned in one piece for analysis. The helix was retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
The patient presented to the emergency room after the device delivered a vibratory alert. Upon investigation, high pacing impedance was observed on the right ventricular (rv) lead. Rv lead damage was suspected. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.